Event description:
The manufacturer received information alleging an issue with the ventilator's oxygen blending module. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator had an issue with the ventilator's oxygen blending module. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues.